Event description:
The patient's spouse initially contacted animas on (B)(6) 2011 to check if the pump was working properly. The reporter stated the patient obtained a blood glucose(bg) reading over 500 mg/dl with no symptoms of hyperglycemia. At the time of troubleshooting, the reporter confirmed he did see insulin coming out of tubing when an air bolus was performed; however, the reporter refused to do any additional troubleshooting since they were travelling in car. On (B)(6) 2011, the patient's spouse called animas back to report the patient had been admitted on (B)(6) 2011 for a high bg. The reporter stated the patient's bg at time of admission was 900+ mg/dl. There was no mention of symptoms. The reporter stated the patient was disconnected from the pump and was placed on an IV insulin drip. At the time of troubleshooting, it was noted there were no associated alarms while reviewing pump history. The reporter confirmed all pump settings were correct and total daily delivery with bolus and 24 hour basal amount. The patient's spouse denied any issues with air bubbles or leaking of insulin. In addition, the reporter denied any issues with sites. The reporter informed customer support that the patient changed out site 3 times in 3 days. The reporter denied any bent or kinked cannula's and confirmed there were no signs of site intolerance. Animas customer support noted no malfunction of pump found at time of troubleshooting. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.